Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that his one touch ultra meter was not powering on. The medical affairs specialist was not able to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue with the meter first occurred on the day before at 1:00 pm (a day prior to the call to lfs). As a result of the reported issue, took a decreased dose of diabetes medication and did not take his humalog insulin in the morning of the call. He also mentioned that he experienced blurry vision, frequent urination, little dizzy, and hot after the reported issue began. He did not receive any medical intervention. The pt was not tested on any other device. At the first troubleshooting, it was verified that this was not a new prod. Based on the info provided, there was no misuse of the prod. The pt was using the correct test strips and the batteries were checked and they were correctly installed. The condition of the battery contacts was also good. However, the issue was not resolved with the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because the pt claimed to experience symptoms suggestive of hyperglycemia after the reported issue began. Due to the prod issue, he had altered his diabetes medication. The alleged issue was not resolved with troubleshooting. Replacement prods were sent to the lay user/pt.